Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported j6 moving while arm is locked. Patient was not under anesthesia.

Manufacturer narrative:
Reported event: it was reported that (B)(6) mps reported j6 moving while arm is locked. Patient was not under anesthesia. Product evaluation and results: as per wo: cleaned j6 brake and re-cabled j6 stage 1 transmission cables. Performed propagation on joint 6. Joint 6 stage one transmission cable was tensioned to spec. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that (B)(6) was inspected and accepted into stock on 5/22/2015 and was handled via qt. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to (B)(6) shows the 1 additional complaints related to the failure in this investigation. Conclusion: per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported j6 moving while arm is locked. Patient was not under anesthesia.